Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported low alarm volume which was reproduced during evaluation. Visual inspection determined the cause to be a damaged speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low alarm volume. There was no patient involvement. No additional information is available.